Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured at four atmospheres (4 atm.) During the third inflation. The product was successfully removed from the patient. A saber 2 x 40 bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the popliteal artery. The lesion was reported to be: a 100% stenosis, heavily calcified and mildly tortuous. An ipsilateral antegrade approach was made. Additional information has been requested.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the device prepped normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. No additional information is available. During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured at four atmospheres (4 atm.) During the third inflation. There was no reported patient injury. The product was successfully removed from the patient. A saber 2 x 40 bc was used to complete the procedure successfully. The target lesion was the popliteal artery. The lesion was reported to be: a 100% stenosis, heavily calcified and mildly tortuous. An ipsilateral antegrade approach was made. Additional information received indicated that the device prepped normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. No additional information is available. The product was returned for analysis. One non sterile saber 2mm x 2cm 90cm bc was returned. Per visual analysis the balloon appeared as if it has been previously inflated. No damages were noted in the device. A leak test was performed successfully and no leakage was observed on the balloon. A device history record (DHR) review of lot 17097255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.